Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an interventional treatment procedure was performed when the issue happened. The procedure completed as planned. A field service engineer (fse) examined the system on-site and confirmed c arm movement towards back and forth froze intermittently. Upon troubleshooting fse found the c arm movement stuck from time to time, the longitudinal drive was defective. To resolve the issue, the fse replaced the longitudinal drive assy. After replacement of longitudinal drive, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There is a malfunction of the handle which enables the manual movement. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. There is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an interventional treatment procedure was performed when the issue happened. The procedure completed as planned. A field service engineer (fse) examined the system on-site and confirmed c arm movement towards back and forth froze intermittently. Upon troubleshooting fse found the c arm movement stuck from time to time, the longitudinal drive was defective. To resolve the issue, the fse replaced the longitudinal drive assy. After replacement of longitudinal drive, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There is a malfunction of the handle which enables the manual movement. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. There is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The product UDI and the reporting institution name have been updated.

Event description:
It has been reported to philips that during an interventional surgery using digital signal angiography (dsa), the c-arm movement stopped. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.